Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons will fall apart leaving cotton in my vagina [foreign body in reproductive tract]. Tampons will fall apart - tampax [device breakage]. Case narrative: consumer reported via email that the tampon fell apart. No serious injury was reported.